Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 4.15 cm in diameter x 3.7 cm long fusiform thoracic aortic aneurysm at zone 3 approximately two years ago. The proximal aortic neck was 31 mm in diameter with mild calcification, and the distal aortic neck was 27 mm in diameter. There was no aortic thrombus. The patient had an area of brain infarction prior to the tevar procedure. Four days post index procedure, a stroke occurred in the area of the brain where the infarction area existed. The physician assessed the stroke as unrelated to the talent devices or the procedure. Eight days post index procedure, the patient was discharged from the hospital. At the time of a pre-discharge follow-up, the maximum aneurysm diameter was 4.1 cm, and no endoleak, migration, or rupture issues were noted. It was reported that six months post index procedure, the patient expired due to pneumonitis and sepsis. The physician commented that the death was unrelated to the talent devices.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke, death). Patient's condition affected effectiveness of device (pre-existing condition; brain infarction) evaluation conclusion: device failure lack of effectiveness related to patient condition (pre-existing condition; brain infarction).